Event description:
It was reported that two weeks post-implant, the patient's blood pressure deteriorated. Echo and CT revealed a pericardial effusion. The lead was replaced. Patient was reported to be in good condition after the surgery.